Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after inserting the device into the patient body, balloon did not inflate. Confirmed it was broken. Procedure: laparoscopic nephrectomy UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The patient gender is not available. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The insufflation bulb was received. The obturator was received. The dissector balloon appeared intact. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.